Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured / anxiety.

Event description:
Healthcare professional reported right textured exchange due to concern with the product. Patient additionally reported right "water bubble above one nipple, lymph action" which are non device related. Patient representative later reported right "fear of alcl, anxiety", "seromas", "capsular contracture" baker grade unknown, "breast swelling", "physical pain", "loss of quality of life and depression", "rashes or itching". Patient representative also reported "chronic insomnia, irritable bowel, chronic gastrointestinal upset or reflex, diarrhea/vomiting", "nausea", and "significant weight loss" which are all non device related. The device was explanted and replaced.